Manufacturer narrative:
Investigation summary: one photo was returned for investigation and observed needle in different length. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Manufacturing process has been reviewed from needle assembly process to syringe assembly process. According to the material transaction records, there was one bag ((B)(4) pcs) of needle (25g 1in) transferred wrongly to syringe assembly process by utility technician. Investigation conclusion: the most probable root cause could be due to wrong material issued to syringe assembly process, the associate might have detected the wrong needle material after loaded into the hopper and have sorted out the wrong material from the hopper. However, it was suspected that the clearance of wrong material was not done properly.

Event description:
It was reported with the use of the bd¿ syringe, luer slip with needle there was an issue with mixed product. There was no report of injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe, luer slip with needle there was an issue with mixed product. There was no report of injury or medical intervention.